Event description:
On 07/17/2025, it was reported by a sales representative via (B)(4) that an ar-5400-01 glenoid targeter shaft did not allow legs to slide down it. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d2b, d9, g3, h3, h6. Complaint allegation is not confirmed. One unpackaged ar-5400-01 glenoid targeter, titanium shaft batch number: 022034 was received for investigation. Visual evaluation of the returned device noted slight wear and tear to the device. Functional testing was performed with known good glenoid targeter legs and it was found that all could go into the slots of the returned device as intended. No problem found. Refer to investigation photos.